Event description:
The customer alleged four patients received lab results revealing "burkholderia cepacia". The patient information is anecdotal and repeated follow-up attempts have been unsuccessful. All four patients had nasal endoscopy procedures performed with devices processed in a unitrol reprocessor using cidex opa solution. The customer also reported they tested the unit and found it contaminated with the bacteria. The reprocessor was taken out of service and is being replaced by another unit. This facility has numerous aer units and the specific serial number for this alleged unit is unknown. The customer confirmed the aer unit was contaminated b. Cepacia, which is potentially pathogenic bacteria. There were not patient symptoms or human reactions reported.

Manufacturer narrative:
Date of event unknown. Advanced sterilization products (asp), co-manufacturer, provides all maintenance and technical support for this device. Asp has evaluated this incident. The reprocessor was removed from service and was replaced by another unit. If additional information is received, minntech will review upon receipt.